Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime, fill or rewind anomaly noted. All operating currents are within specification. No frozen screen noted during test and time clock advances properly. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked belt clips lot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime rewind anomaly. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.